Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Pump has not been exposed to altitude change and instructed the customer that, the insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received with unresponsive center button. Unable to download unit using thump software due to unresponsive button. Unable to perform self-test due to unresponsive button preventing proper navigation of the menus. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly and no flattened domes were noted. The j1 connector on pcb1 was locked properly during visual inspection. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations were confirmed when unit was received with unresponsive center button. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.